Manufacturer narrative:
(B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after implanting two non-abbott stents just proximal to a mildly calcified lesion in the non-tortuous distal left superficial femoral artery (sfa), the lesion in the distal left sfa was then pre-dilated. As pre-planned, a 6.0mm x 20mm x 135cm absolute pro vascular self-expanding stent system (sess) was advanced via femoral access toward the distal lesion, but was unable to cross through the two previously placed non-abbott proximal stents. The absolute pro stent system was withdrawn from the previously placed stents without resistance and without any difficulty, however, upon withdrawal from the anatomy, it was noted that the implanted stents had caused the following damage to the absolute pro: the distal orange tip was noted to be torn (with no pieces separated or left in patient anatomy) and the distal stent struts were slightly protruding from the sheath. No damage was caused to the previously implanted non-abbott stents. Another same size absolute pro was able to cross and treat the distal lesion successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.